Event description:
The customer reported that the cupola separated from its spring arm during cleaning. The person cleaning it held the cupola and the spring arm went to the ceiling. There was no patient involvement, and no injuries were reported. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) visited the facility and evaluated the device. He observed that the retaining screw was missing; enabling the safety sleeve to move out of position. The maquet technician replaced the screw and secured it with loctite. The powerled operating manual mentions that the products are to be inspected by a specialized technician every six months. Also, a yellow sticker on the arm indicates that "the sleeve must be secured by screw". Maquet is not in charge of maintenance of this device.